Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation revealed a second device pertains to the event. Device 2 of 2: reference MFR number: 1627487-2017-02027. It was reported the patient lost stimulation after suffering a fall. An abbott representative interrogated the system and found most contacts had high impedances. X-rays were taken, but showed no anomalies. The patient is pending an appointment with the physician to discuss a revision. Follow-up revealed the patient's lead was explanted and replaced on (B)(6) 2017. The doctor believed the fall also damaged the ipg, therefore, the ipg was explanted and replaced as well. The issue was resolved.